Manufacturer narrative:
(B)(6). No samples or photographs were returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5324806. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that when the phlebotomist was preparing to open the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, 21g 7in tube package, she discovered the safety shield was loose. No needle stick injury. There was no report of serious injury or medical intervention.